Event description:
It was reported that the patient presented in clinic with a hemodynamically stable ventricular tachycardia (vt). The implantable cardioverter defibrillator was programmed to deliver only anti tachycardia therapy (atp). During the patient's vt inappropriate shocks were delivered after atp. No changes or intervention was reported. There were no patient consequences.